Manufacturer narrative:
Literature citation: shouji yabuki, shinichi kikuchi, shinichi konno."results of balloon kyphoplasty performed under strict inclusion criteria". (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 46 patients with vertebral compression fractures caused by osteoporosis underwent bkp. Treated vertebral body were th11 to l2. It was also reported that cement leakage was occured in 6 cases.